Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to confirm transmitter ID, disable bluetooth, close the application, reset the smart device, re-enable the bluetooth, and open the application which was successful; smart device was displaying readings and working properly. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.